Manufacturer narrative:
Based on information received, there is no evidence of device failure. The graft was not sufficiently compressed during the original surgery. A conclusion cannot be drawn for the cause of the under compression (i.e., whether user error contributed to the event or if an unk post-op event influenced the implant migration).

Event description:
A revision surgery was performed approx thirty days post-op to re-position an interbody spinal implant that had migrated posteriorly. According to information received from the initial rptr, the graft had not been sufficiently compressed during the original surgery. There was no information reported to suggest that the lanx device(s) used in the original surgery failed to meet specification or otherwise perform as intended. The revision surgery was completed with good results.